Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the presenting electrogram (egm) for this left ventricular (lv) lead showed potential loss of capture (loc). In addition, the lead exhibited high pacing threshold measurements. The device has likely been right ventricular (rv) pacing since the lead migrated a short time after implant. The final out was set to 4.5 volts. The lead remains in service. No adverse patient effects reported.